Event description:
It was reported during an unknown kidney procedure, the head of the basket of an ncircle delta wire tipless stone extractor separated from the device. The device was replaced with a new one to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, d8. Investigation evaluation: description of event: it was reported during an unknown kidney procedure, the head of the basket of an ncircle delta wire tipless stone extractor separated from the device. The device was replaced with a new one to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), instructions for use (IFU) and a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation, in open original packaging. Examination of returned device: handle in closed position. Collett and male luer lock adapter are tight. Polyethylene terephthalate tubing present. Basket assembly and basket formation returned separated. Handle visibly moves remains of basket assembly inside basket sheath. Point of separation on the basket formation is clean and even. Clear unidentified material dried at both ends of support sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, was reviewed and did not provide any information related to the reported issue. The entire basket formation was separated from the rest of the extractor adjacent to the cannula that secures the basket wire. The point of separation is clean and even. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.